Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt2099 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the power PICC was placed on (B)(6) 2017, and replaced on (B)(6) 2017, due to a tear near the hub. No patient harm reported.